Event description:
It was reported "the patient had an iabp catheter placed through the right femoral artery. Fluoroscopy revealed that the head end of the balloon was attached to the wall of the aortic arch, and the subsequent initiation was open and showed high pressure; removal of the balloon revealed that the balloon could not be initiated in vitro either, and that the blood-filled balloon had broken". Additional information states that to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported lot number (18f24a0006) matches the lot number of the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. Dried blood was blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The outer lumen was noted damaged at approximately 23.7cm to 26cm; the damage is consistent with buckling to the outer lumen. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be consistently pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the location of the previously noted damage. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. An attempt to aspirate and flush the catheter using a 60cc lab inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the outer lumen leaks is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the patient had an iabp catheter placed through the right femoral artery. Fluoroscopy revealed that the head end of the balloon was attached to the wall of the aortic arch, and the subsequent initiation was open and showed high pressure; removal of the balloon revealed that the balloon could not be initiated in vitro either, and that the blood-filled balloon had broken". Additional information states that to continue therapy, another iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).